Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a hypoglycemic episode. At the time of the contact with animas, the patient was reportedly in a rehab facility after undergoing foot surgery. She had been there for 2 days. At an unspecified time on (B)(6) 2012, the patient claimed that she began to slur her speech and her roommate told her that she was in trouble. The patient had an unidentified worker check her blood glucose (bg) and noticed that her bg was going down. The patient claimed her bg went down to "10 mg/dl." The patient also claimed that she was treated with glucose, crackers, and "something in her IV." The pump was reviewed. The bolus history reportedly did not show any data for (B)(6) 2012. However, a review of the tdd showed a 4.8 unit bolus. The patient claimed that she had administered bolus doses on (B)(6) 2012. The patient denied that the pump was exposed to an x-ray or mr the patient admitted, however, that she was on a antibiotic via central line. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed her blood glucose level dropped to "10 mg/dl" and received medical treatment. The pump's bolus history was reportedly inaccurate. However, at this time it is unclear if the pump contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals from (B)(6) 2012 to end of pump use on (B)(6) 2012 were found to be within specification. A review of the black box and pump alarm history indicated no pump or alarm issues. A review of the black box history shows that there were no time and date changes. The pump bolus history shows that boluses were performed on the following date and time: on (B)(6) 2012 at 7:49am and 5:52pm; on (B)(6) 2012 at 12:44pm; on (B)(6) 2012 at 12:42pm, 5:47pm, 8:08pm, 9:08pm and 10:49pm. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was found to successfully pair with the meter. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed with the pump and the meter and both were accurately recorded in the pump history. There was no insulin delivery defects found during testing and there were no issues found with the pump history.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.